Manufacturer narrative:
It was reported that a patient had an optease vena cava filter placed and it has been reported to have subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in wall of the ivc, and an unsuccessful percutaneous removal attempt approximately five weeks post implantation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer, significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form indicates the patient continues to experience stress and anxiety. The medical records indicate the patient has a history of deep venous thrombosis and pulmonary embolism. The records indicate that the index procedure was tolerated well. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films to review, the reported tilt, retrieval difficulty and adhesion to the vessel wall could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety and mental anguish do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is a follow up report to MFR number 9616099-2016-00281 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter on or about (B)(6) 2005. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in wall of the ivc, unsuccessful removal attempt approximately 5 weeks post implantation, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer, significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form indicates the patient continues to experience stress and anxiety. The medical records indicate the patient has a history of deep venous thrombosis and pulmonary embolism. The records indicate that the index procedure was tolerated well.